Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original box and jar in a clear, unknown solution. All were in a closed position, with a small gap between them. All leaflets are flexible and intact. All commissures are intact. Visual inspection showed no evidence of damage or anomalies along the frame. The valve was subjected to steady flow testing for both forward flow and back pressure. The valve did complete the forward test but not the back test. After both tests were performed, he valve was un-fixtured to see if it might be the fixturing. The valve was re-fixtured to test it again. This time, the back pressure passed. This may have happened because of fixturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the valve jar was opened and the medtronic transcatheter pulmonary valve (pb1018) was inspected prior to the loading process, a visibly clear hole, which was said to look like a laceration, was observed in one of the valve leaflets. The valve was not loaded or used for implant. Another valve (manufacturer unspecified) was used to complete the implant procedure. No patient complications were reported as a result of this event.